Event description:
Caller reported the connector piece on the infusion set separated from the tubing. Caller stated patient experienced elevated blood glucose level of 340 mg/dl; was able to get blood glucose under control without assistance. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.